Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (capacitor voltage fault, discharge profile fault flags) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The root cause for the defective components could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported a patient was receiving capacitor voltage and discharge profiles fault messages.